Event description:
The customer called to report the pump's driver block slides in the locked position. It was stated that the customer has been on the back up plan. The customer could not prime the pump and noticed that the driver arms were not moving when the lead screw rotated. Also the customer manually pressed on the plunger while connected. Advised the customer to remain on the back up plan.